Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to an interventional aortic endoprosthesis implantation procedure. Reportedly, the suture of the first prostyle device was pre-placed without issue; however, when pre-placing a second prostyle device, the foot-plate failed to fully retract. The device was removed without any resistance noted. There was no vessel damage. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to 18f and the aortic endoprosthesis implantation procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis performed on the returned device. The reported difficult to close the foot was confirmed based on the returned condition of the device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported no other incident reported for this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.